Manufacturer narrative:
(B)(4). Batch # p9207f. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a laparoscopic cholecystectomy the device didn't deploy any staples. A second like device was used to complete the procedure. There were no patient consequences reported.